Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5139839. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Injuries or adverse event: no started the IV and tried to push the needle back into the sheath and the needle came out the side of the catheter. Date of event: 12/10/25 when starting the IV for glc (this patient), this rn had prepared the needle by loosening the catheter on the needle and double checked that the catheter had not been punctured. On the initial stick, a flash of blood was seen as expected. The catheter was slowly pressing forward just a very small amount off the needle, but then the blood stopped flowing. This rn went to rethread the needle so the catheter could be adjusted, but then felt and odd, increased amount of resistance that didn¿t feel as it normally should. The needle and catheter were removed together, and on closer inspection, it was seen that the needle had once again punctured through the wall of the catheter just before the end. Fortunately, the catheter was intact in that no pieces broke off in the patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.